Event description:
Customer reported being hospitalized for high blood glucose and dka. Customer stated that pump was not alerting low reservoir when empty. Customer did not want to do troubleshooting.